Event description:
It is reported that customer dropped insulin pump which caused damage. Customer reports that there is a black spot on display. Customer states that insulin pump still functions, but does not trust it. Loaner insulin pump will be sent to customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump has cracked battery tube threads and minor scratched lcd window.